Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other text: device evaluation: a visual inspection of the device found that the top socket interlock block 2 silicone is leaking water and the main printed circuit board (pcb) is damaged. During functional testing, the reported failure was confirmed. The silicone did not properly seal the return tube to the interlock block 2 which leaked water and damaged main pcb. The main pcb and o-ring were replaced and silicone was added. The root cause can be attributed to maintenance. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Other text: device evaluation: a visual inspection of the device found that the top socket interlock block 2 silicone is leaking water and the main printed circuit board (pcb) is damaged. During functional testing, the reported failure was confirmed. The silicone did not properly seal the return tube to the interlock block 2 which leaked water and damaged main pcb. The main pcb and o-ring were replaced and silicone was added. The root cause can be attributed to maintenance. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147., corrected data: correction information h6 and h10.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system had a high temperature alarm, but did not produce the alarm tone. The device produced no audible alarm and tripped a high temperature alarm well after it reached that point. The issue was discovered during preventative maintenance and there was no patient involvement.